Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff was used during a polypectomy procedure performed on (B)(6) 2024. Prior to the procedure, it was noted that the brass attachment for cautery was not in place and was floating in the bag. The procedure was completed with another rotatable small oval med stiff device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event cautery pin detachment.